Manufacturer narrative:
D8/9: product return date is unknown. The device was returned and evaluated, and the investigation for the reported display issue has been completed. Device analysis: replacing the module resolved the issue. However, the backstrap cable was also replace as a precaution. The cause of the noisy video was due to a defective impella connect module. The cause of the defective impella connect module was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During use, the automated impella controller (aic) was found to have noise on the screen. The procedure was still completed with this device, and there was no reported patient harm.